Event description:
The brother of a female patient contacted lifecor customer support to report that one of the battery packs is not charging. He stated that there are no leds when the battery is placed on the charger. He states that the other battery pack charges fine. He reported that there does not appear to be any damage to the contacts. Support sent to the patient a replacement battery pack

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The battery pack would not work because there was water inside the battery pack. One of the cells was corroded under the battery connector. The battery pack was scrapped. The root cause of the battery pack not charging was this water damage. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.